Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the act and down arrow button were unresponsive. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was 538 mg/dl at the time of hospitalization. The customer's blood glucose was over 300 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The customer stated that they were given insulin drip during hospitalization. The customer stated that they were disoriented and was feeling funny. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer performed troubleshooting and did not found insulin issues and site issues, and setting issues. The customer declined to check for air bubbles, leaks and to perform high pressure test. The insulin pump will be returned for analysis.